Event description:
Reportedly, an ivc filter that was placed at an outside hospital about 5 years ago was discovered to be fractured. Per the medical record, the meridian ivc filter had multiple fractured arms and a distally embolized fragment to the left pulmonary artery. Reportedly, the entire filter was removed except for one half of one arm. The risks outweighed the benefits of removing the remaining piece. No reported harm to the patient.